Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving fentanyl (27 mcg at 5.5 mg/ day) via an implanted infusion pump. It was reported the patient complained of more pain than usual. There were no falls or other issues noted. The hcp did a dye study that didn't show exact issues. Surgery was performed and the sutureless connector would leak when pressure was applied and moved. The hcp switched out the pump segment to give more slack and a new sutureless connector. The spinal segment and portion of pump segment were left implanted. The issue was resolved.